Event description:
It was reported that during an unknown procedure, the device fired fine the first time. The device was reloaded and would not fire. It is unknown what color cartridges were being used. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (gd874859), with no defects noted.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed which was positive for raoultella planticola. Upon a follow-up call with the nurse, it was clarified that the doctor was unfamiliar with this organism and it may have originated from the bowel or the patient's teeth. The nurse did not provide information regarding treatment for the event. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient had recovered from the event. On (B)(6)2010, the patient was discharged from the hospital. Concomitant medications were not reported. Per the nurse, the bacterial peritonitis with culture positive for raoultella planticola was not related to pd therapy.